Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product code: 472.110s lot number: 8929445 release to warehouse date: 17.apr.2014 expiration date: na supplier: na manufacturing site: werk bettlach. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the pfna-ii ã¸9 sm 125â° l200 tan. The device has sings of normal use and wear due to implanted/extraction process. A dimensional inspection for the pfna-ii ã¸9 sm 125â° l200 tan was not performed as it is not applicable to the complaint condition. A functional test was performed, the blade was able to be locked accordingly with no signs of malfunctioning. The complaint condition was not able to be replicated. The overall complaint was not confirmed as the pfna-ii ã¸9 sm 125â° l200 tan was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E1: initial reporter facility name: (B)(6) e3: reporter is a j&j employee. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that the patient had undergone an open reduction/internal fixation surgery for a femoral trochanteric fracture with pfna implants on an unknown date. On (B)(6) 2023, the patient underwent removal surgery because proximal bone union had been achieved; however, for unknown reasons, the pfna nail had to be removed in order to insert a retrograde nail into the distal femoral fracture. When removing the pfna, the surgeon attached an extraction screw to the blade and turned it in the ¿attach¿ direction, but the turning lock of the blade was not released. As the surgeon continued to turn the extraction screw, only the part at the blade end came off. After that, the surgeon inserted a 3.0 k-wire into the blade and reattached the dislodged part to the blade end at the end of a hollow screwdriver for the blade. The surgeon confirmed that the blade had returned to its original sate. Then the extraction screw was turned in the ¿attach¿ direction to attach the blade. Although the attachment was bad, the blade and extraction screw could be connected, so the blade was pulled out without releasing the lock. The surgeon pulled out the blade intact but commented that it did not appear to affect the patient significantly. The operation was extended by 90 minutes, and was completed successfully. The patient outcome was reported to be stable. This report involves one pfna-ii ã¸9 sm 125â° l200 tan. This is report 3 of 3 for (B)(4).